Manufacturer narrative:
As part of our investigation, the ess informed the customer that the scope might require repair. The ess provided a reprocessing in-service that included a demonstration of reprocessing the scope in accordance with manufacturer¿s reprocessing manual. The ess recommended that the customer should be consistent with completing pre-cleaning at bedside. Transporting scopes in 16x 16 inch plastic covered bin. Leak testing the scope after every use and prior to manual cleaning. The ess also recommended proper disinfection and rinse of the scope after disinfection. The ess informed the customer that they should always consult the corresponding instruction manual, as the authoritative source of instructions for reprocessing. The customer requested additional information on purchasing the leak tester and scope cabinet. The ess forwarded the customer¿s request to the local olympus territory manager. The device was not returned to the service center for evaluation.

Event description:
The service center was informed that during an in-service with an endoscopy support specialist (ess) at the customer¿s site, it was noted that the customer did not possess a leak tester and was not leak testing the scope. The ess reported that the scope insertion tube was kept in cidex solution, then rinsed with alcohol and sterile water prior to patients use. The ess observed visible debris at the tip of the scope and a dent on the universal cord. There was no associated patient infection reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The following phenomenon were investigated by the manufacturing business center (mbc) insufficient or incorrect reprocessing scope was used. Scope had a visible debris at the tip and a dent. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer assumed that it was possible the facility did not perform cleaning at bedside or perform leak testing due to human error. The legal manufacturer reported that the IFU provides instruction to perform the above steps however, since there was no information stating why this phenomenon occurred the root cause could not be identified. The legal manufacturer reviewed the visera cysto-nephro videoscope cyf-v2/va2/v2r instruction manual and referenced the following entries below: chapter 7 cleaning, disinfection, and sterilization procedures. 7.3 precleaning. If the endoscope is not immediately precleaned after procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at bedside in the procedure room immediately after each procedure. 7.5 leakage testing after precleaning, perform a leakage test on the endoscope to ensure that it is waterproof by using the leakage tester mb-155 or wa23070a.equipment needed prepare the following equipment. When performing a leakage test using mb-155, prepare the following equipment. Do not use a damaged or leaking endoscope. Use of a damaged or leaking endoscope may pose an infection control risk to the patient and operators. Never connect or disconnect the leakage tester¿s connector cap while immersed. Doing so could allow water to enter the endoscope and equipment damage can result.. Personal protective equipment, such as eyewear, mask, moisture-resistant clothing, and chemical-resistant gloves. Basins that are at least 40 cm by 40 cm (16¿ by 16¿) in size and deep enough to completely immerse the endoscope. Clean water, leakage tester. Do not use a damaged or leaking endoscope. Use of a damaged or leaking endoscope may pose an infection control risk to the patient and operators. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.